Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported (foreign material) remaining within the device is unable to be determined since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections which state: IFU states that detection method in urf-v3 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that there was a residual liquid or foreign material coming out of channel-tube and the bending section cover, the adhesive on bending section cover both had foreign objects. Additional findings were as follows: due to a pinhole on channel-tube, water tightness is lost, the bending section cover had a scratch, the adhesive on bending section had a chip, the up/down plate, the universal cord both were sticky, the venting connector of light guide connector is loose, the video connector case was deformed, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage, angulation lever does not move smoothly, the light guide-bundle is slipping down, and the control unit is sticky due to water leakage. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: it is unknown if the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility stated that the cleaning process was completed, sterilization unknown, and the foreign objects were unknown. It is unknown if there was a lag between the end of clinical use and the start of pre-washing. Pre-cleaning: the facility wiped the insertion section. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out from the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.